Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the wire got wrapped around the catheter shaft. The catheter was checked after it was removed and it was noticed that the lap joint was separated. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the wire got wrapped around the catheter shaft. The catheter was checked after it was removed and it was noticed that the lap joint was separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached. Visual and microscopic inspection revealed the imaging window was detached near the lap joint and twisted and entangled with the wire, the drive cable was twisted near the lap joint section, and the tip was at the floppy end of the guidewire. Microscopic inspection revealed the guidewire exit port and tip were in good condition.